Event description:
It was reported that the cardioplegia pressure pcb would not calibrate. There were no adverse consequences to the patient reported as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.